Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to urinary incontinence. The patient experienced leaking urine, lower abdominal pains, stomach pains, pain during intercourse and bladder infections every 3-4 months. No additional information was provided. (B)(4) ¿ dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.